Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: a device history record review is in progress.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to left ventricle rupture. Per the health care provider, this event was procedure related, and not a device malfunction. Per the operative reports: "the mitral annulus was sized to a 29mm bioprosthetic mitral valve prosthesis and the valve was parachuted down onto the mitral annulus in an uncomplicated fashion". The patient was gradually weaned from bypass to assess the aortic valve function, and as flows came down on the cardiopulmonary bypass machine, it was noted that the aortic valve regurgitation was at least moderate. Due to the fact that it continued to be moderate, despite mitral valve replacement, it was decided to replace the aortic valve as well. The patient was again placed on cpb, the aortic valve was replaced and the patient was again taken off cpb. At this stage it was noticed that there was quite a lot of bright red blood coming from behind the heart and on closer inspection of the inferior aspects of the heart it was noticed that there was a haematoma developing. I was extremely concerned about the prospect of av dissociation and as a result I called for the assistance for further advice, suffice to say that the mitral bioprosthesis was removed to reveal one of the posts of the perimount mitral prosthesis had ruptured through the left ventricle causing av disassociation. It was then decided to patch the annulus and the left ventricle and to insert a 27mm st-jude mechanical valve in the anti anatomical position. Following completion of this, a retrograde hot shot was administered, the cross clamp removed and ventricular pacing was commenced. The patient was then weaned slowly off the cardiopulmonary bypass machine after being loaded with milrinone.